Manufacturer narrative:
A ge service representative performed an on site investigation. The table fast stop emergency switch was evaluated and replaced. The 5 vdc power supply was also evaluated and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.